Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional follow up with the healthcare professional revealed the product used was juvéderm® ultra plus xc, not juvéderm® ultra. ¿I + d¿ (incision and drainage) was also performed as treatment on 2 occasions.

Event description:
Additional information: healthcare professional (hcp) stated the cultures ¿showed no acid fast bacilli¿ and therefore considers this case to have been resolved. Hcp also ensured, ¿the office, procedure field, equipment, and [the injector] personally were appropriately sterile before the injection was made.¿

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "red spot", ¿infection¿, pain, depression, and "I believe that the procedure or the product was not sterile and that a blood vessel was perforated during the procedure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: ¿product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. ¿isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. ¿in the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication.

Event description:
Patient reported they were injected with 2 syringes of juvéderm® ultra in multiple locations. Patient indicated ¿I distinctly remember that it hurt¿, during the injection. Approximately 6 weeks later, patient noted ¿red spot¿ and was diagnosed with infection by the injecting healthcare professional (hcp). Two biopsies were performed which resulted in ¿esophagus bacteria¿ and ¿mycobacterium abscesses.¿ a culture was performed which noted "acid fast bacteria." Patient was treated by both the injecting hcp, and a treating hcp was consulted who also provided treatment: ¿antibiotics¿, ¿oral, intravenous infusion", cephalexin, betadine solution, natural antibiotic silver solution, pasculite, biaxin (clarithromycin) 500mg 2/day, imipenem 1 gram IV infusion, nature thyroid once daily 65 mg, piic line, and debridement. The treating hcp determined the affected area needed to be resected, "as the best treatment for microbacterium abscessus is surgical". Injecting hcp indicated the surgical resection would result in scarring. It is noted that the infection has left a ¿hole¿ in their face. During the course of treating the event, patient reported ¿I set into a depression¿. Patient went on to state: "I believe that the procedure or the product was not sterile and that a blood vessel was perforated during the procedure."